Event description:
I am new to the omnipod 5 insulin delivery system. This is operated by a hand held controller. I lost my controller which I understand is my fault but there is absolutely no way to control the insulin delivery system without it. Overnight I experienced very high blood sugar and this morning very low blood sugar, almost to the point of needing medical attention bg (blood glucose) was 41 I feel this is a very bad position to place patients. Insulet corporation has an app for an android phone and have FDA approval for the iphone (which is the phone I have) but have not released it. I suggest they need to have a find my controller feature (the controller is online) or release the iphone app so a person has options if the controller is lost. Also, I asked the customer care rep to please report my concerns to his management. He ignored me. I asked again, do I have your word you will report my concerns to your management? He said, yeah I will let my manager know.